Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a malfunction alarm occurred. The customer's blood glucose level was 478 mg/dl. Reportedly, the customer did not test for ketones, but stated that ketone symptoms were present. A bolus via the pump was delivered to address the elevated blood glucose. The customer was able to clear the malfunction alarm and insulin delivery was able to be resumed.